Manufacturer narrative:
The tandem user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer was using apidra insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Additionally, it was reported that insulin was not observed to be exiting the infusion set tubing. Customer's blood glucose (bg) was above 600 mg/dl. Infusion set supplies were changed to address the elevated bg and occlusion and insulin delivery was resumed.